Manufacturer narrative:
After clinical/secondary review of this file performed on 4/23/2021, it was decided to add codes cutaneous contour deformity to more accurately capture the reported event manufacturer¿s reference number: (B)(4) it was decided to add codes cutaneous contour deformity to more accurately capture the reported event.

Manufacturer narrative:
It was reported that a 40-year-old female patient who underwent breast implant surgery with mentor medical devices (smooth uhp 800cc, date of implant (B)(6) 2015) has developed a late seroma, capsular contracture and lymphadenopathy in the left breast. At this time, there is not enough evidence to prove that the device was ruptured, the results of pathology /cytology report have not been provided, mentor has received no information regarding explantation or an expected explantation date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 800cc and suffered from a local reaction on the left side. The patient experienced the implant rippling, swelling and pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.